Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited an increase in capture threshold, decrease in r wave sensing, and a significant drop in impedance. It was noted that the trends began after a lung procedure performed in (B)(6) 2016 which could have caused lead dislodgement. On (B)(6) 2017, the lead was revised without incident and all lead parameters tested well after the procedure. Patient¿s condition was stable.